Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the cause of shocking and not feeling stimulation could not be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient¿s family member that the patient¿s implant which had been implanted on (B)(6) 2019 had been helping with the patient¿s vaginal pain but not the frequency. The caller noted the patient had been using the programmer that morning and they felt a shocking sensation and then after that did not feel the stimulation at all. The patient reported no falls. The caller stated the patient said before implant they were going to the bathroom 18-19 times a day with urgency being more frequent. It was noted the patient was now down to about 14 times a day but they also had a lot of gas. The patient as instructed by their health care physician (hcp) to change from program 4 to program 5 but they wanted instructions from patient services on how to use the programmer. During the call, the caller synced with the patient programmer and it showed that stimulation was on. The patient then increased the amplitude on program 4 to 1.0 and they were not feeling stimulation. The patient then changed to program 5 and increased the stimulation to 1.0. The patient reported they felt a little stimulation. Since the patient had changed the program and increased the amplitude, the patient was going to see if this helped with symptoms. If not, it was noted the patient would inform their health care physician (hcp). There were no further complications reported.